Event description:
The customer stated that the architect analyzer generated discrepant results from four patient samples. No specific patient data was provided, however, the customer indicated that results of more than 160 mmol/l for sodium, more than 6 mmol/l for potassium and more than 120 meq/l for chloride were generated and results within the normal ranges were obtained after the samples were retested. No impact to patient management was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation was performed to investigate this issue. Abbott field service (fs) had completed a preventive maintenance and replaced several parts, ict 1 ml syringes, check valves, pinch tubing, and the ict module. However, the high na quality control flyers continued. Fs then performed additional troubleshooting and replaced several parts including the sample and syringe seal tips, the sample and inner pipettor tubing and the probe. Fs then calibrated the r1 probes and performed sodium performance verification testing which passed with no flyers. Fs did not identify any of the parts replaced as the likely cause. The subsequent service history does not include a recurrence of ict result related issues. System logs collected were not useful in verifying the issue or determining cause(s). A review of the c16000 clinical chemistry product improvement team (pit) metrics encompassing 12 months of trending data did not identify an adverse trend or a non-statistical adverse trend related to discrepant assay results and/or the issue in the current complaint. A review of the architect system operations manual and ict sample diluent package insert revealed adequate labeling with regard to removing and installing the ict module and troubleshooting this issue. The operations manual provides probable causes and corrective actions for such an issue. Based on the available information, a specific cause for this issue could not be determined and a deficiency is not identified as related to the malfunction reported by the customer.